Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analyst commented, on 10-january-2016, rv pacing impedance spiked to 4047 ohms from a stable trend of 494 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, on (B)(6) 2016, rv pacing impedance spiked to 4047 ohms from a stable trend of 494 ohms. (B)(4).

Event description:
It was reported that during use the implantable pacing lead (ipl) encountered sudden spike, high impedance and loss of capture. The ipl was removed and replaced with a different lead. The patient was hospitalized due to complete atrioventricular block and depends totally on stimulation. The patient experienced asystole and required implant of temporary pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.